Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an air bubble in his infusion set tubing. His blood glucose at the time of incident was 445 mg/dl, and his current blood glucose was 472 mg/dl. The customer did not report any symptoms related to the hyperglycemia and he did not mention how he treated the high readings. Troubleshooting was initiated for the air bubble anomaly; the customer ran a prime and insulin successfully exited the tubing. The customer was also instructed to change their infusion set. The customer was advised to contact his health care provider if the hyperglycemia persisted. No products were shipped or returned.